Event description:
It was reported that oversensing of muscle noise resulted in a non-sustained event. The clinical observations were reproduced during pushups. Smart charge was extended after vector optimization was performed. The patient will be seen in clinic in two months. Additional information was received that this patient received an inappropriate shock due to noise oversensing while the patient was leaning against a wall. The noise could be recreated in all three vectors in the clinic. The device was reprogrammed to primary 2x which seems to be the only available option at present. The s-ICD system remains in service. No adverse patient effects were reported.